Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) stayed flat and would not inflate. A surgical procedure was performed and it was determined that the cause may have been a flow anomaly or a redundant tubing. All components were removed and replaced. There were no patient complications.